Event description:
It was reported that a loss of capture, low sensing and an impedance anomaly was observed. Lead was explanted and replaced. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The damage found was sustained during the surgical procedure. The lead was otherwise normal.